Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt)/left atrial tachycardia with an ez steer navigational 4mm catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. During the procedure, ten seconds after ablation ended, an atrioventricular heart block was confirmed via ECG. Patient required a pacemaker. Patient was transferred to the intensive care unit. Patient recovered one hour later. Patient did not require extended hospitalization as a result of this adverse event. Patient outcome was not life-threatening. It was noted that the procedure was a calculated risk, as the patient had difficult anatomy. Physician did not provide a causality opinion.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt)/left atrial tachycardia with an ez steer navigational 4mm catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. The returned device was visually inspected and was found in good condition. The catheter was tested for electrical performance, temperature response and stockert compatibility, and was found within specifications. A deflection test was performed, which the catheter passed. The catheter was also evaluated for carto 3 compatibility. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.